Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-10433. It was reported (B)(6) the patient experienced migration of a lead. To address the issue, the physician opted to revise the lead. Intraoperative testing revealed high impedances on a lead. As a result, the physician explanted and replaced one lead, resolving the issue. Note: both of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-10433. Follow up identified postoperatively, effective therapy was restored.